Event description:
Intra-aortic balloon ruptured at 0633. Iabp automatically went into standby mode and balloon pump tech called. Blood observed in tubing. Pa for surgeon discontinued balloon with assistance of iabp technician. Balloon was in right groin. New balloon inserted by surgeon, in left groin. Patient on multiple IV drugs for pressure. Patient remained hemodynamically stable.